Manufacturer narrative:
The insulin pump was received with a compromised force sensor system during the basic occlusion test and was unable to prime at 4.0 lbs during the prime/compromised force sensor system test due to moisture damage inside the force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 116 mg/dl. Customer stated that insulin was squirting out during the manual prime process. Customer stated that the drive support cap appears normal. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.